Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the anterograde approach with a 6f sheath. The target lesion was located in the superficial femoral artery (sfa). After crossing the lesion with a 35 radifocus thruway guide wire, a 5.0-40, 80 wanda balloon catheter was advanced for dilatation. However, upon the first inflation at 8 atmospheres, the balloon ruptured. The device was completely removed as a whole and the guide wire was exchanged to an 18 radifocus thruway guide wire. The lesion was then predilated with a sterling balloon catheter and a non-bsc stent was deployed. No patient complications were reported and the patient's status was good.